Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that no image was displayed. No pt injury was reported.